Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc serial/batch (B)(6) was received for evaluation. The functional testing found that the sutures were stuck between the inner and outer molded shaft visual evaluation found that the screw/implant was broken. The breakage caused the screw to miss part of the shape; additionally, the threads closed to the tip were warped, as was the molded inserter's tip. The most likely cause of the reported failure is user error, improper bone preparation, misaligned insertion, and/or excessive force used. The complaint allegation was confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th april 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by opening a new ar-2324bcc. No fragments were left in the patient. There was no patient harm and no secondary procedure was needed.